Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer's blood glucose was 163 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer explained that he had already ensured that insulin was able to exit before the call was made. The customer was unable to remove the infusion set at the time of the call in order to examine the cannula. The customer was advised that there may have been an insertion site related issue due to a bent cannula or occlusion. The customer was advised to change the entire infusion set. The customer did not return the product for analysis.